Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 498 mg/dl) and ketone level was large. Cartridge and infusion set were changed multiple times; no damage was identified. Customer reverted to using manual insulin injections and bg returned to target level with a trace of ketones. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Customer acknowledged information.